Event description:
Sales reps states that there are 2 attachments that you can stick a tracker on and one of the attachments prongs broke off. They were able to finish the case.

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.